Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced insulin leakage from multiple cartridges from the same lot, with one event occurring within an hour of installation that coincided with rising blood glucose and was attributed to connecting the tubing to the cartridge outside the pump prior to insertion, contrary to the recommended loading process. Symptoms included hyperglycemia with a reported peak of 382 mg/dl. Outcomes included temporary interruption of pump therapy and use of subcutaneous insulin by pen for correction. Investigation included troubleshooting over the phone and user education on the correct cartridge change procedure, including rewinding, inserting the cartridge into the pump before attaching the connector, and priming. Investigation of this case revealed user handling inconsistent with instructions and no impact to the cartridge chamber. It was concluded that the event was related to use error causing leakage and hyperglycemia, and replacement supplies were provided along with education to prevent recurrence.